Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Following an atrial fibrillation procedure, a suspected esophageal fistula occurred. The temperature had been monitored and increased 40 degrees in the left posterior wall during ablation. The patient was transferred to another hospital and followed. A CT scan is planned.

Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported event could not be confirmed.

Event description:
It was confirmed there was no esophageal fistula and there were no patient consequences.